Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of a minicap transfer set. The event was further described as ¿the dark blue piece came loose from the body of the transfer set¿. This was observed when priming the transfer set with saline, prior to attaching the set to the catheter. There was no patient involvement. No additional information is available.